Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker appeared to be depleting in an accelerated manner. The battery voltage was dropping more quickly than expected in a predictable manner. A safe replacement interval was calculated. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. Current drain measured normal. Electrical testing isolated that the failure is consistent with supplied battery component. It was confirmed device uses a great batch battery. Failure is consistent with supplied battery component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker appeared to be depleting in an accelerated manner. The battery voltage was dropping more quickly than expected in a predictable manner. A safe replacement interval was calculated. The pacemaker has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker appeared to be depleting in an accelerated manner. The battery voltage was dropping more quickly than expected in a predictable manner. A safe replacement interval was calculated. The pacemaker has been explanted at this time. No additional adverse patient effects were reported.